Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 94 mg/dl at the time of the call. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer stated that the pump delivered half of the reservoir contents without programming. The customer was having a hard time priming and rewinding the pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.